Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5169661.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 05/12/2025. The patient reported experiencing inaccurate continuous glucose monitor (cgm) readings approximately three days after sensor insertion in the abdominal area. It was reported that on (B)(6) 2025, the patient experienced symptoms suggestive of hypoglycemia (specific symptoms not described), while the cgm displayed a glucose value of 144 mg/dl with a downward trend indicated by a 45-degree arrow. Due to the discrepancy between symptoms and cgm data, the patient performed a confirmatory capillary blood glucose test, which revealed a value of 48 mg/dl. The patient self-treated hypoglycemia (method not specified) and reported resolution of symptoms within approximately one hour. Of note, the patient is currently using the insulet omnipod 5 system in a modified closed-loop configuration. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5169661.